Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the lead was pulled following a thoracic trial on (B)(6) 2017. Later that same day the patient went to the ER due to extreme pain.

Event description:
Follow up information identified the patient is doing well.